Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pace impedance measurements of less than 200 ohms which resulted in a lead safety switch (lss) to unipolar pacing. The patient is pacing dependent and as a result went to the emergency room (ER) due to syncope caused by pacing inhibition. Technical services (ts) provided programming options to turn off lss as there was myopotential noise that was over-sensed while the device was in unipolar sensing. The (B)(6) representative planned to discuss programming options with the health care professional (hcp). This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).